Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needleless connector was leaking the following information was received by the initial reporter with the following verbatim on (B)(6) 2023, when the nurse was injecting medicine into the patient through the transparent needleless connector, she found leakage from the connector and immediately replaced it with a new transparent needleless connector. The drug injection could be carried out normally without leakage.

Manufacturer narrative:
Additional information: lot number provided by customer add along with expiration date and device manufacture date. Investigation results: no samples were received for investigation of (B)(6), in which the customer has stated: ¿leakage from the connector¿. The product in use at the time is reported to be a mz1000 china from lot 23025414. Additional information provided by the customer confirmed that leakage was observed during infusion and there were no damages on the affected product. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23025414 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.